Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit did not alarm for occlusion and continued to count ml's delivered when the tubing was blocked and no formula was being infused. There was no patient harm.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.